Event description:
It was reported that pump displayed malfunction code and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.